Event description:
It was reported that during an unknown procedure the device broke off the threaded stud in the device when it was outside of the patient. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned with the distal tip of the blade broken off and returned with the device. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was for the device broke off the threaded stud. The device was attached to the hand piece without any issue - the threaded stud of the handpiece was not broken off inside the mounting area of the device. The device was functionally tested with a generator. During functional testing on the gen11 generator, the "instrument error" alert was displayed; and when tested on the gen04 generator, an error code 5 (instrument error) was displayed. A probable cause of the device stop activating and display an error code 5 or instrument error screen is blade damage. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure or using any means other than the blade wrench to attach or detach the blade. . Once minor blade damage has occurred, subsequent activations may increase damage severity and result in yellow alert screens, such as "tighten assembly" or "blade error detected" followed by a "replace instrument" screen later in the procedure, and continued usage can result in a broken blade.